Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the lips with one syringe of juvéderm® ultra xc. The patient ¿broke out into hives and had abnormal swelling above the right lip area immediately after injection." The hcp added "patient immediately started swelling in lips and above lips abnormally almost like an allergic reaction". Whole body swelling and tenderness were also reported. The patient was kept in the office for 2 hours, the filler was dissolved, and the patient was treated with prednisone and benadryl®. The symptoms resolved on the same day.